Event description:
The patient went in to have the balloon removed and it was found that the balloon had already been passed on (B)(6) 2022. A CT scan was performed and it was found that the balloon was not in the stomach.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 11/jan/2022. A review of the device labeling notes the following: the orbera intragastric balloon system is indicated for use as an adjunct to weight reduction for adults with obesity with body mass index (bmi) of [?] 30 and [?] 40 kg/m2 and is to be used in conjunction with a long-term supervised diet and behavior modification program designed to increase the possibility of significant long-term weight loss and maintenance of that weight loss. Orbera is indicated for adult patients who have failed more conservative weight reduction alternatives, such as supervised diet, exercise and behavior modification programs. The maximum placement period for orbera is 6 months. The current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal "as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this is indicative of an igb deflation. A patient who's deflated (i.e. Collapsed) igb has moved into the intestines must be monitored closely for an appropriate period of time (at least 2 weeks) to confirm its uneventful passage through the intestine. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." Deflated device should be removed promptly. Possible adverse events: intestinal obstruction by the igb. An insufficiently filled igb or a leaking igb that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way into the colon and be passed with stool. However, if there is a narrow area in the bowel or adhesion formation, which may occur after previous surgery on the bowel, the igb may not pass and could cause a bowel obstruction. If this occurs, surgery or endoscopic removal could be required. Insufficient or no weight loss. Igb deflation (i.e. Collapse) and subsequent replacement. Additional information: the device has not yet been returned for analysis. The investigator determined that a device history record (DHR) review is required for this complaint due to the complaint being vigilance or MDR reportable. DHR review was completed for lot number, af04062 (B)(4). The subject product met all specifications and requirements in effect at the time of manufacture.

Manufacturer narrative:
Supplement # medwatch submitted to the FDA on 13/mar/2023. Additional information: the investigator determined that a device history record (DHR) review is required for this complaint due to the complaint being MDR reportable. DHR review was completed for lot number, af04062. The subject product met all specifications and requirements in effect at the time of manufacture. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 30/jan/2023. A deflated balloon with black/green coloration on the shell was returned. Under microscopic analysis, the hole on the shell has rounded edges and rolls inward. Due to the hole, functional evaluation of the device could not be conducted. The complaint has been verified as it is uncertain how the hole was created as the shell rolls inward which is not consistent with a puncture from a surgical instrument.